Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate mode switching was noted on the right atrial lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.